Event description:
Respiratory therapist (rt) reported seven separate events involving 7 patients that occurred with the use of the same type of hme filter. Patient 1: high pressure alarm sounded on patient with right chest tube/high risk for barotrauma. Hme checked, clean. Stat chest x-rays (cxr)of increasing pneumothorax ordered. Changed hme anyway while waiting and problem resolved. No apparent adverse reaction. Five days later, same patient placed on vent for aerosol treatment (tx) (q6' duoneb tx). High pressure alarm sounded. Changed hme and problem resolved. No apparent adverse reaction. Patient 2: nonresponsive patient given neb treatmemt. Course bilateral breathsounds. Patient grunted, audibly, forcefully, 2ml of air add to trach cuff (assuming air leak). Immediate loc (loss of consciousness), cyanotic. Removed patient from vent to ambu and large amount of air forced from trach. Patient recovered. Placed on vent. Again, immediate error, vent alarmed and no return volume on vent. Hme changed and problem solved. Patient 3: patient went for intermittent positive pressure breathing (ippb) treatment through the vent. High pressure alarm triggered. Noted visual resistance of air through hme (with each breath, folds of filter paper expanded where normal air flows without any movement of filter paper). Changed hme. Problem resolved.patient 4: filter alarm and high pressure alarm sounded. Patient was not receiving vent breaths. Patient was in mild distress. Changed hme. Problem eliminated.patient 5: patient on ippb treatment with vent. Initially ok. High pressure alarm activated without any signs/symptoms from patient. Removed circuit flow, cal done, problem still present. Changed hme. Problem resolved. No apparent adverse reactions noted. Patient 6: vent used as ippb machine. As soon as aerosol ippb treatment started, patient unable to breathe. Vent immediately removed. Discovered by trying to bag through pall filter that it would permit no air flow through filter medium. Medium material was being disturbed when positive pressure applied. Patient suffered no apparent effects. Treatment continued using different hme from another manufacturer. No further incident. Patient 7: high pressure alarm was sounding. Sx (suctioned)patient not getting volumes. Changed hme. Patient now getting vent breaths at appropriate volumes.